Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the application was not responding due to a software issue. A field service engineer replaced the barcode scanner cable and the scanner assembly. Scanned user badger for login without issue. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system unexpectedly stopped responding due to an application failure. The customer mentioned that there was a 15 minute delay in patient care in the pacu. The delayed medications were hemorrhage kit, hypertonic solution, rsi kit. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, e2, e3, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-oct-2022 to 29- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that a medstation was stuck at blue screen. A field service engineer replaced barcode scanner cable; however, scanner still made disconnect noise, which was suspected as the cause of app freezing. So, he replaced the scanner assembly. Scanned user badge for login without issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis medstation es tower system unexpectedly stopped responding due to an application failure. The user tried to reboot the station, but the issue persisted. The customer mentioned that there was a 15-minute delay in patient care in the pacu. The delayed medications were hemorrhage kit, hypertonic solution, rsi kit. There were no adverse events or injuries reported based on this event.